Event description:
Distributor reports that the unit was not working properly; troubleshooting revealed an upstream pressure sensor issue. Once the sensor was changed, all functions worked again. No patient injury was reported. More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was not reviewed because it is not provided. This complaint was registered from a service report submitted by the customer. The device was not returned to brézins for investigation. The replaced ""upstream pressure sensor kit"" was received at brézins for further investigation. A visual control was performed on the sensor and nothing to notice. Fv investigator cross tested the sensor with volumat tester to verify the claim. The analysis shows that the upstream sensor value remained stable. No errors were found and the retesting on infusion was still in order. The returned part met the test specifications and was still functional after an overnight run-in. Therefore the reported events have not been reproduced and is not confirmed. The reason for the failure is most likely due to other causes that can only be analyzed with the associated device. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.